Event description:
A us distributor reported a patient was experiencing adjust belt, service code 204, and can connection status messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, service code 204, and can connection status) was due to the +5 orange and pgnd yellow wires of the trunk cable were broken. The electrode belt was unable to complete essential performance testing. The root cause for the broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.